Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had poor perforation, preventing the packaging from separating. The following information was provided by the initial reporter: "according to the customer's report, a set of packages had no perforation and could thus not be separated off."

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had poor perforation, preventing the packaging from separating. The following information was provided by the initial reporter: "according to the customer's report, a set of packages had no perforation and could thus not be separated off."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-apr-2022. H6: investigation summary/ our quality engineer inspected samples and photographs submitted for evaluation. Bd received six sealed 22g x 1.00in. Insyte autoguard bc pro units from lot number 1165378. Additionally, four photos were provided for investigation. A gross visual inspection found that the six units were returned in three pairs. The pairs had the outer edges perforated. However, between each pair there were no perforation lines making it difficult to separate the units. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.